Manufacturer narrative:
(B)(4) .

Event description:
On (B)(6) 2015-, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) , female patient who was receiving hydromorphone 10mg/ml at 2.001mg/day via an implantable pump for spinal pain. On an unknown date, the patient experienced pain at the pump pocket site and on (B)(6) 2015. The physician moved the pump to a different side. The physician also electively replaced to the pump connector; there were no issues. There was no infection or therapy issues either. The situation resolved. If additional information becomes available, a follow-up report will be submitted.